Event description:
It was reported the avm was treated with four vials of onyx. At the end of the treatment, it was reported the catheter broke upon retrieval. The physician was able to retrieve the broken segment with a goose neck snare. No pt injury reported.

Manufacturer narrative:
The catheter will not be returned for evaluation as it was discarded. The onyx will not be returned for evaluation as they were consumed in the event. Model # and lot # of the onyx used: model #: 105-7000-060. Lot #: 6950553, 6962704, 7516733, 7516815. Dom: 01/2009, 01/2009, 06/2009, 06/2009. Expiration date: 03/2010, 12/2011, 06/2012, 05/2012.